Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a skin tumor resection procedure on (B)(6) 2018 and suture was used. During the procedure, the needle was broken at the middle part when a scrub nurse held the needle using a needle holder. There¿s the possibility that the scrub nurse held the needle at a point close to the needle tip. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The actual suture needle was submitted for evaluation. A fracture was not observed on the needle; therefor no additional analysis was performed.

Manufacturer narrative:
Product complaint # pc-(B)(4). An open empty foil, a winding former, a detached needle and a dispensed suture of product were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected; also, the tip and body of the needle were examined under magnification and no defects, damage or needle breakage were found. In addition, it was noted that a suture piece is attached to the needle. The resistance test was performed on the needle and no issues or anomalies were noted. Per the condition of the sample, no performance ¿ breakage needle was found.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.